Event description:
During a bowel procedure, the pt had a history of renal failure and ovarian cancer and had received radiation about 25 yrs ago. Pt had a bowel obstruction in the distal ileum. Surgeon resected 4 inches of bowel and performed a functional end-to-end anasotomsis. During the procedure, the surgeon also discovered cancer in the hepatic flexure and performed another bowel resection. Two anastomoses were performed during the procedure, and they both leaked. As a result, a reoperation was performed.